Manufacturer narrative:
Follow-up information received on 16-dec-2015. Consumer stated that essure was killing her immune system and the flu felt 10 times worse. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had had essure (fallopian tube occlusion insert) inserted and experienced 2 deep cuts in uterus and heavy bleeding. These events are serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. Also, during essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, the exact date and the mechanism of perforation are not known. It was also unknown the time between essure insertion and the onset of heavy bleeding. However, based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since it was reported that the consumer was in emergency surgery. Additionally, non-serious events were reported. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. No follow-up information can be obtained since this is a social media case.

Manufacturer narrative:
Correction on 23-aug-2016: the follow up information from 16-dec-2015 was identified as referring to the another consumer who initially reported this case and also experienced events under essure (central number (B)(4)). Therefore the events, killing her immune and the flu felt 10 times worse were deleted and transferred to the correct case. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced 2 deep cuts in uterus and heavy bleeding. These events are serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. Also, during essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, the exact date and the mechanism of perforation are not known. It was also unknown the time between essure insertion and the onset of heavy bleeding. However, based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since it was reported that the consumer was in emergency surgery. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. No follow-up information can be obtained since this is a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This spontaneous case report was posted online by a consumer on (B)(6) 2014 on a united states social media platform which refers to another female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The reporter stated that the consumer was in emergency surgery due to 2 deep cuts in uterus and heavy bleeding. The product technical complaint investigation and final assessment were received on 02-dec-2014. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had had essure (fallopian tube occlusion insert) inserted and experienced 2 deep cuts in uterus and heavy bleeding. These events are serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. Also, during essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, the exact date and the mechanism of perforation are not known. It was also unknown the time between essure insertion and the onset of heavy bleeding. However, based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since it was reported that the consumer was in emergency surgery. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. No follow-up information can be obtained since this is a social media case.